Event description:
Customer reported that the mega suture cut needle driver instrument was inspected as usual prior to being inserted into the patient. The surgeon found the instrument to be partially responsive during the da vinci s hysterectomy procedure. Upon inspection under the endoscope, it was noticed that a cable was broken. The instrument was replaced by a new one and the surgery was completed without any additional problem. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be broken at the distal idlers. The idler pulley was able to spin freely and it was not damaged. The cable segment sticks out at wrist. Other cables at wrist were not damaged. Engineering also found scratches on the surface of both distal pulleys. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.